Event description:
During the procedure, the orbit mini complex fill2.5x4.5 coil (637mf2545/ 15131135) would not detach, although additional pressure was applied. Additionally, the pressure inside the syringe did not increase. Therefore, the coil was replaced with a new one (details unknown) and the procedure was completed without further difficulties. No patient injury was reported. All the products were stored, handle and prep per labeling instructions and prior to connecting and during prep, the syringe or coil delivery system were not damaged. During prep, a dedicated saline source was utilized to fill and prep the syringe (brand, catalog and lot unknown), and the syringe was utilized to prep the device. The product was connected properly to the hub of the coil delivery system. After the product failure occurred, no damages were noted on the coil (unraveled/stretched), delivery system or hub, and the coil was still attached. The syringe is not going to be returned for analysis. The product will be returned for evaluation. The procedure was transcatheter arterial embolization (tae) for aortopulmonary collateral artery (apca) that was not calcified and moderately tortuous. No further information was available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile orbit mini complex fill2.5x4.5 was received coiled inside of a plastic bag. Hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil was found without damage while the gripper was found burst and the embolic coil was still attached on it. The gripper was inspected under microscope and a burst was found on it. The purge hole was not found obstructed or damage. The sem results showed that the gripper external surface exhibited evidence of elongation, abrasion and marks near the tear edge. It seems that prior to the burst, an amount of pressure accumulated on the affected area, caused the burst; however, this could not be conclusively determined. The gripper internal surface could not be analyzed due to the small size of the sample. This gripper burst failure exhibited no other surface anomalies that could have caused the failure. Functional analysis was performed but it was failed due to pressure loss caused by the burst found on the gripper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - failure to detach" was confirmed during the visual analysis, since the embolic coil was found attached to the gripper. The cause of the failure experienced by the costumer appears to be due to the burst found on the gripper, the cause of the burst found on the gripper could not be conclusively determined but according to the sem analysis results the external damages found on the gripper could be related to the burst found on it. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit mini complex fill 2.5x4.5 coil (637mf2545/ 15131135) would not detach, although additional pressure was applied. Additionally, the pressure inside the syringe did not increase. Therefore, the coil was replaced with a new one (details unknown) and the procedure was completed without further difficulties. No patient injury was reported. All the products were stored, handle and prepped per labeling instructions and prior to connecting and during prep, the syringe or coil delivery system were not damaged. During prep, a dedicated saline source was utilized to fill and prep the syringe (brand, catalog & lot unknown), and the syringe was utilized to prep the device. The product was connected properly to the hub of the coil delivery system. After the product failure occurred, no damages were noted on the coil (unraveled/stretched), delivery system or hub, and the coil was still attached. The procedure was transcatheter arterial embolization (tae) for aortopulmonary collateral artery (apca) that was not calcified and moderately tortuous. No further information was available. A non-sterile orbit mini complex fill 2.5x4.5 was received coiled inside of a plastic bag. Hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil was found without damage while the gripper was found burst and the embolic coil was still attached on it. The gripper was inspected under microscope and a burst was found on it. The purge hole was not found obstructed or damaged. The sem results showed that the gripper external surface exhibited evidence of elongation, abrasion and marks near the tear edge. It seems that prior to the burst, an amount of pressure accumulated on the affected area, causing the burst; however, this could not be conclusively determined. The gripper internal surface could not be analyzed due to the small size of the sample. This gripper burst failure exhibited no other surface anomalies that could have caused the failure. Functional analysis was performed but it failed due to pressure loss caused by the burst found on the gripper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach was confirmed was confirmed during the visual analysis and functional analysis; the embolic coil remained attached to the gripper. Based on the analysis of the returned device, the cause of the failure to detach appears to be due to the burst condition found on the gripper. With review of the available information and the analysis, the cause of the burst found on the gripper could not be conclusively determined but based on the sem analysis it appears to be related to the external damages found on the gripper. There is nothing in the manufacturing process that would cause the type of mark/damage shown in the sem analysis. The received condition of the gripper would have prevented purging of the device prior to use in the patient indicating that the gripper burst damage occurred during procedural use. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving from the facility. Therefore no corrective action will be taken at this time.